Manufacturer narrative:
Result of investigation: occlusion alarms triggered frequently without a true mechanical occlusion. Issue has been resolved with v6.0.1600.0. We added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore.

Manufacturer narrative:
Vyaire medical file identification: (B)(4).at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 ventilator alarmed occlusion. The customer confirmed that there was no patient involvement associated with the reported event.